Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was exhibiting premature battery depletion (pbd) and it was noted that this device power consumption has been increasing gradually. Boston scientific technical services (ts) confirmed that this device exhibited pbd. A device replacement was recommended or have device battery status re-assessed within 90 days time. Furthermore, this device was scheduled for preventive replacement due to advisory. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker was exhibiting premature battery depletion (pbd) and it was noted that this device power consumption has been increasing gradually. Boston scientific technical services (ts) confirmed that this device exhibited pbd. A device replacement was recommended or have device battery status re-assessed within 90 days time. Furthermore, this device was scheduled for preventive replacement due to advisory. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was exhibiting premature battery depletion (pbd) and it was noted that this device power consumption has been increasing gradually. Boston scientific technical services (ts) confirmed that this device exhibited pbd. A device replacement was recommended or have device battery status re-assessed within 90 days time. Furthermore, this device was scheduled for preventive replacement due to advisory. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable pacemaker was exhibiting premature battery depletion (pbd) and it was noted that this device power consumption has been increasing gradually. Boston scientific technical services (ts) confirmed that this device exhibited pbd. A device replacement was recommended or have device battery status re-assessed within 90 days time. Furthermore, this device was scheduled for preventive replacement due to advisory. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Power level gradually increasing over time fits characteristic of leaky capacitors due to high hydrogen. Coulomb count shows high current drain in the v230 supply. Supply to v230 also provides power to the v220 circuit. Previous analysis and testing have shown with high hydrogen present, one or both v220 capacitors goes leaky. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.